Event description:
"Caller alleged discrepant imprecision with inratio2 meter. Results as follows:" date (B)(6) 2012, inratio2 3.8, inratio2 5.5. Time elapsed between each method of testing is within a few minutes. Pt's therapeutic range is 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.